Event description:
During a ptca treatment procedure, the maverick otw 12/2.5 mm balloon became stuck on the guidewire. After advancing the balloon to the lesion site, it became stuck on the guidewire, so the guide wire and balloon catheter were removed as one without incident. The maverik otw balloon was replaced with another maverick otw 12/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'okay.'